Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an amia automated pd cycler set leaked during peritoneal dialysis therapy. This event occurred during priming with patient involvement. The patient completed therapy with all new supplies. There was no damage noted on the shipping and no sharp objects were used to open the box. The patient stated that the cassette box is stored inside of their home. Product surveillance contacted the patient. The patient indicated that during priming the patient line had leaked onto the towel that they had underneath the cycler. The patient was not sure if it had come from the top of the patient line or some other part of the line. The patient indicated that they did not notice anything unusual with the supplies when starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.